Event description:
The customer reported that the device failed the opcheck therapy knob test.

Manufacturer narrative:
The customer reported that the device failed the opcheck therapy knob test. The biomedical engineer at the customer site evaluated the unit and resolved the issue by replacing the optical switch assembly.